Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer blood glucose was 400mg/dl at the time of event. The hyperglycemia event was treated with insulin pump. The event involved product(s) unomedical, mmt-1884, mmt-332a, mmt-7040a. Troubleshooting was declined. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported via facebook having low and high blood glucose values while using smartguard. The low will ¿crash¿ (no specific value provided) and the high will rise to over 400mg/dl (exact value unknown). Customer will manually bolus to correct the high. No treatment was mentioned for the low. Troubleshooting was not done as account could not be found. Pump was used within 48 hours of the high and low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.